Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil visually inspected the bipap a40 and did not observe anything to note. Pil tech did take the log from the unit. Pil tech reviewed error logs and noted (5) e-45 max reboots and (0) ventilator inoperative errors in the log. The alarm log display was recorded, and it shows (5) ventilator inoperative alarms on 11/26. The error logs do not have an entry for that date. (103) e-96 flash write errors were recorded in the logs with a date of 01/01/1970. There is a gap in the error logs from 11/25/2022 to 11/30/2022. The information that does exist in the error logs is out of chronological order. The log is corrupt.